Event description:
Related manufacturer reference number: 2017865-2022-04402. It was reported that during implant loss of capture and high capture thresholds were noted on the right ventricular (rv) lead and the left ventricular (lv) lead. The physician elected to remove the rv lead and the lv lead, replace the rv lead, and complete the procedure without a replacement lv lead. The patient condition was stable.

Manufacturer narrative:
The reported events of failure to capture and unacceptable capture threshold were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.